Event description:
Patient required a graft resection due to infection. The reporting physician stated that in his opinion the infection could probably have been treated with medication alone had the patient been seen for intervention earlier. The reporting physician stated the infection was treated and the patient is doing well with no real issue with the device.

Manufacturer narrative:
This event was discovered through a casual conversation with a physician and was not reported as a complaint. The event was originally evaluated and determined to be anecdotal and not reportable. Several months later, after additional inquiry to the physician, the event was confirmed. However, multiple attempts via different methods of communication have been unsuccessful to get additional details form the initial reporting physician, his nurse, and the hospital's administrators. There is no information to confirm or dispute that the device caused or contributed to the event.